Manufacturer narrative:
(B)(4) - the device was manufactured june 25, 2015-june 27, 2015.a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. This occurred before patient use. There was no patient involvement. No additional information is available.